Manufacturer narrative:
Concomitant medical producs: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain and spinal pain. The pump contained morphine with a concentration of 30 mg/ml at a dose of 0.189 mg/day. It was reported the patient had a catheter dye study scheduled the day of the report because the patient was in the office for a pump refill on (B)(6) 2016 and the nurse aspirated 17 ml from the reservoir when there should have been 4 ml. The patient reported that over the last four weeks he had sweats and increased pain. Surgery was planned for the catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.